Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off for the second time displaying a little steel pin. No symptoms developed.